Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system the biometric identifier scanner was acting slow. A field service engineer (fse) ran diagnostics using the hardware test application and was unable to duplicate any failures. The scanner was functioning normally throughout multiple tests. Additionally, the customer had the user log in several times using their fingerprint via the station application, and the fse again tested the unit using the hardware test application without encountering any issues. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, finger print reader light takes like a minute to read your fingerprint. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.